Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter is giving error 4 messages. Per the owner's manual, error 4 indicates that you may have high glucose and have tested in an environment near the low end of the system's operating temperature range (43-111 f/6-44 c); there may be a problem with the test strip. For example, it may have been damaged or moved during testing; the sample was improperly applied. On nine days later, this medial affairs specialist contacted the pt to obtain more info. On the day prior to original date at 2 pm, the pt was unable to obtain a blood glucose reading on the lfs meter due to the reported. According to the pt, when she received the error 4 messages, she thought that error 4 meant that her glucose was high, as the owner's manual states error 4 indicates that you may have high glucose and have tested in an environment near the low end of the system's operating temperature range (43-111 f/6-44 c). The pt increased her insulin to 10 units of novolog based on her misinterpretation of the error 4 message and reportedly had an "allergic reaction". The pt was feeling sweaty and "could not make sense of things". The pt did not test on any other meter at the time of concern. The pt felt better after she ate candy and drank juice. During troubleshooting, the reported issue was not resolved. The testing technique was correct, the lfs product was operating within the acceptable temperature range, and the test strips were within the discard date. This complaint is being reported because the pt claimed she experienced symptoms that can be suggestive of severe hypoglycemia after he took his insulin based on an error 4 message, which she reportedly interpreted as meaning that she had a high blood glucose. Replacement products were sent to the pt.